Event description:
Patient was revised to address severe pain in his shoulder and loss of forward flexion.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 17 years ago. Evaluation was not possible, as the products were not returned. A search of the complaint database found no prior reports for all reported part and lot number combinations. Product information required to review the device history records was not provided for the glenoid. Polyethylene wear after seventeen years implantation should not be unexpected. Provided information also states the patient was revised to a reverse shoulder. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.